Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level at the time of incident was 99mg/dl. Troubleshoot was conducted, and the device passed the self-test. The customer was advised to monitor the device, and call back if issues reoccur. The customer is being sent replacement battery cap.